Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for oversensing of a diagnostic event. No changes or intervention was performed. The patient was in stable condition.